Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) evaluated the unit and could not verify or reproduce this fault/error. However numerous fault 77's were found in the fault logs. Compressor was over 5000 hours and was replaced during pm. Also, replaced temperature sensor as a precaution. The fse completed full calibration, safety, and functionality checks completed per the service manual. Returned for clinical service upon completion.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is giving over temp alarm/message.

Manufacturer narrative:
Additional information received, decision tree was assessed and the reported event was determined not to be reportable.